Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 46 pulses and was deactivated by the user at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the needle never deployed. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle failing to deploy by the end of the second priming sequence. The device was received with the adhesive pad completely attached to the bottom housing. No damages or defects were observed with the adhesive pad or the adhesive pad's welds that would result in the adhesive pad to be defective.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that the needle did not deploy when the pod was activated; however, the pink slide reportedly moved forward, which indicates a needle mechanism failure. The pod was not worn. After removing the pod, adhesive was observed at the cannula site, but it is not confirmed whether this contributed to the cannula not deploying. No impact to the patient¿s glucose level was reported.